Event description:
It was reported that the patient received anti-tachycardia pacing (atp) therapy and presented remotely via merlin.net. It was noted that the right ventricular (rv) lead and the right atrial (ra) lead exhibited noise over-sensing and insulation damage. Programming changes were made. The patient was in stable condition.